Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call, the insulin pump crashed and the device restarted multiple times. Customer is having problems connecting it with the meter. Customer declined troubleshooting assistance. Customer didn't provide blood glucose level. The device is not returning for analysis.